Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the cap detached and the fiber overheated after 22,781 joules and 2:13 minutes of use. The fiber was exchanged, and the second fiber was used to complete the procedure (126,178 joules and 11:57 minutes expended). The fiber tip of both fibers were cleaned during the procedure. There was no patient injury reported due to the event.

Event description:
It was further reported: the fiber cap detached outside the patient. The fiber stopped emitting energy when foot pedal was depressed after multiple attempts at trying to treat area. Fiber coolant was flowing but laser was not firing out of tip after 2 minutes of continuous lasing.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the glass and metal cap were still attached to the fiber; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the as reported issue "cap detached" was not able to be confirmed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.